Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that during a regularly scheduled pump replacement the catheter was unable to be aspirated. Due to patient wishes the catheter was not revised. The cause of the issue was due to patient compliance; the pump had been end of service (eos) since (B)(6) 2019 and the catheter was dry. It was noted that the pump was removed from patient and not replaced. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.